Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was experiencing difficulty charging the pump. Reportedly, the customer connected the pump to multiple wall adapters and usb cables. The customer's blood glucose level was 241 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.